Event description:
It was reported that the tip of the needle from the transfusion filter broke off in the blood bag. Approximately 300mls of blood was collected, none of the collected blood could be re-infused. The patient received a blood transfusion from a blood bank.

Manufacturer narrative:
The device was discarded at the account. The device history report cannot be reviewed since a lot number has not been provided and the device is not available for evaluation. If additional information is received, a follow up report will be filed.